Event description:
Healthcare professional reported a breast implant rupture. Device has been explanted and replaced with non-allergan brand. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4):covid-19 quality plan - complaint handling.

Event description:
Physician reported an ultrasound confirmed left rupture.